Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cracks in the insulin pump on the screen making it hard to see the screen. The customer¿s blood glucose was 92 mg/dl at the time of incident. The customer also report the drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm. The customer was able to cleared it from her screen but the insulin pump continues to alarm. The insulin pump will not be returned for analysis.